Manufacturer narrative:
This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, and h11. Correction is in section d4. Original lot provided was confirmed to not be correct; therefore, based on available information, the lot will be updated to unknown.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that a procedure was done on patient for pectus excavatum. The bar was noted as flipped 3 days later. Subsequently, the patient underwent a procedure to reposition the bar a week later.

Manufacturer narrative:
Complaint (B)(4). B3: exact event date is unknown, but the following information was provided: event date: september of 2023. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This report is being submitted to update additional information in sections b3, b4, b5, d1 d4, e1, e2, e3, d6a, g3, g6, h2, h6, h11. Correction in section d1, d4 and d6. D4 - part and lot number provided are not correct as confirmed by transaction history. Therefore, they will be updated to unknown.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A definitive root cause cannot be determined. Part and lot identification are necessary for review of device history records, neither were provided. Attempts have been made to gather all product identification information and no further information has been provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a nuss procedure was initially conducted . Subsequently in an office visit six days later, the patient reported pain and shortness of breath. Cxr determined the upper bar is flipped with tips facing upward. The next day an additional surgery repositioned the upper bar and placed a left stabilizer. One x-ray was provided, however it was not submitted for review as it was post repositioning and submission would not enhance the investigation. The reported event is confirmed based on medical records. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6, and h11.

Event description:
No further event information is available at the time of this report.

Event description:
It is further reported that a patient underwent a nuss procedure. Subsequently, the patient experienced pain and shortness of breath. A radiographic imaging displayed the superior pectus bar flipped. The patient underwent an additional surgery approximately 1 week post implantation where the bar was repositioned and a stabilizer was placed on the left side.